Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a piccs which developed a split in it, fluid is leaking from the line when flushed. I can see obvious reason for this as they have been dressed in a loose curve as we have always done and the split is occurring at the start of the curve, about 2cms below the securacath. Additional information (B)(6). 2023: PICC needed to be removed and alternative access obtained to ensure no delays to chemo. Patient will require a new PICC line to be inserted to continue with treatment. No sample is available.